Manufacturer narrative:
Received a total of 10 iag 24ga units within sealed packages from lot number 8361964. It is highly unlikely that the patient came into contact with the needle hub as it is located inside of the barrel. Therefore, it was assumed the reported sensation came from the catheter adapter. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Visual examination: all units are used for the investigation. No physical ¿ mechanical damage was found on any area of the catheter adapter assemblies. The defect was not confirmed. Conclusion(s): root cause not determined - the root cause cannot be determined for an unconfirmed defect.

Event description:
It has been reported that the 24g x 0.75in (0.7 x 19 mm) insyte autoguard has been found with a deformed catheter during use. The following has been provided by the initial reporter: customer reported that there are burrs in the hub and it hurts patient skin.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the 24g x 0.75in (0.7 x 19 mm) insyte autoguard has been found with a deformed catheter during use. The following has been provided by the initial reporter: customer reported that there are burrs in the hub and it hurts patient skin.